Manufacturer narrative:
The reported problem ("add gel" messages) has been confirmed. Upon investigation the cable connecting the distribution node (dn) to the rear therapy electrodes was pulled from the strain relief, damaging wires in the cable and causing the reported "add gel" messages. The root cause for the strained cable could not be positively identified. There is no indication that the device malfunction caused or contributed to an adverse event.

Event description:
A us distributor reported that an electrode belt had "add gel" messages.